Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the manufacturer representative (rep) was in the or and reported the implanting physician (non-sterile portion of body) came in contact w/ patient's lead that was in the process of being implanted. Caller inquired if betadine could be used to re-sterilize the lead. Reviewed labeling and a google search indicated that betadine was non-ionic and could be used to wash/rinse the lead. Caller is mid-procedure and will email patient and physician info later. No symptoms reported. Additional information received from the manufacturer¿s representative (rep), which was confirmed with the healthcare provider (hcp), reported the cause of the physician¿s body coming in contact with the lead wasn¿t determined. It was unknown if the issue was resolved as betadine was used on the lead for sterilization.